Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
During incoming inspection, the distributor rejected item 8535, reflex skin stapler 35 wide, qty 1 for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
One (1) 8535 was received in original, unopened packaging for evaluation. The reported catalog and lot numbers were verified. Visual inspection of the device found no breach in package sterility or any discontinuities in the device packaging. The device packaging was tested using a dye-leak method. The dye-leak testing concluded that the device packaging did not contain a breach and thus the device was received in a sterile condition, thus the complaint is not confirmed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame 1,445,854 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use provides the user with information regarding proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.